Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of low 400 mg/dl. The customer reported issues with infusion sets. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection. The current blood glucose level was 297 mg/dl. The customer did not troubleshoot. The insulin pump will not be returned for analysis. Frn-unknown¿reservoir. Unomedical - infusion set.